Event description:
Reporter indicated that vns pt had passed away. Death certificate lists dehydration for 5 days duration as immediate cause of death, secondary to bowel obstruction for 7 days duration, intra-abdominal adhesions for >1 year duration and abdominal surgery > 5 years prior. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event.